Manufacturer narrative:
Corrected data:explant date corrected to (B)(6) 2012.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device has not been returned to edwards for evaluation. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that a patient with an implanted edwards aortic bioprosthetic valve developed endocarditis after an implant duration of approximately 3 months. Initial report states: "on (B)(6) 2012, patient underwent tee to rule out endocarditis. Findings revealed prosthetic valve endocarditis + thickening of the valve leaflets as well as possible abscess pocket. Op surgeon planned for patient to undergo re-do avr which was performed without any intra-op complications." Records indicate this is a (B)(6) gentleman with a history of upper gi bleed and previous uti, history of aortic valve replacement with 21 mm magna pericardial patch augmentation on (B)(6) 2012.